Event description:
It was reported to baxter (B)(4) that a reservoir had broke during priming of one (1) two day 2ml/hr infusor. There is no patient involvement. No further information is available.

Manufacturer narrative:
Additional narrative: the sample was discarded per the customer, however, a photo was sent in of the device for evaluation. The evaluation of this photo has not yet been completed. Should the device or additional information be received, a follow-up will be submitted. A follow-up report will also be submitted once the evaluation of the photo is complete. (B)(4).